Event description:
It was reported that the atrial lead exhibited noise which was easily reproduced with arm movement. Low impedances of 250 ohms in the unipolar, and 261 ohms in the bipolar configuration were also exhibited. The patient would be monitored.

Manufacturer narrative:
No medwatch form was received.